Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: no patient information provided to date after attempts on 04/20/23 and 04/24/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in system shutdown during a case. The unit was restarted and case resumed. There was no patient injury.